Manufacturer narrative:
(B)(4). Yoke the analysis results found that the (B)(4) device was received in good visual condition and without a reload present. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the device could not be closed as usual. Then the surgeon closed it using higher force, the clip of the device was broken. Another device was used to complete the procedure. There were no adverse consequences for the patient.